Event description:
Left knee joint serous effusion. Information was received on 17 july 2006 from a physician regarding a female patient, with a medical history of gonarthrosis and prior synvisc treatment who experienced serious effusion in the left knee joint. The patient received three synvisc injections in her left knee. The patient received the first injection in 2005, the second injection two months later, and the third injection the following month. One month before, the patient experienced left knee effusion. The knee was aspirated the following day, and two days later, respectively 42ml and 35ml serious effusion was withdrawn. The patient was treated with bandages, arcoxia 120, celebrex 200 concomitantly. The treatment was discontinued. One month before, the treatment was resumed and the third synvisc injection was given. The patient received diclofenac 75 concomitantly. There was no pathological finding in 2006, in 2005, the pt experienced another effusion. The knee was aspirated and 50ml of serious effusion was withdrawn. The pt received arcoxia 120 then celebrex 200 and an intra-articular injection of rimexel. The physician assessed the severity of the case as moderate and the causality between synvisc and the event as probable. At the time report the patient had recovered.

Manufacturer narrative:
The unit failed to alert load syringe plunger with the plunger not properly loaded due to a nonfunctional cam switch. There was contamination observed in the plunger holder ii area. Medex was able to confirm the issue and determine a cause. Contamination observed in the plunger holder area could have contributed to the failure of the cam switch. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.